Event description:
I had my recalled discovery pacemaker -made by guidant- replaced. I had been passing out very often and I was very limited on any activity. With the new pacemaker I felt much better. I felt I had been given my life back. The new pacemaker is an guidant insignia 1298. I went in for my first pacer check. They adjusted my pacemaker. Starting that day I started blacking out again..passing out or near passing out, also falling frequently. My cardiologist set up surgery to replace this pacemaker but he canceled it the night before saying it was not that serious of a recall on my pacer. So I'm still blacking out frequently and I'm back to being very limited in what I can do. This is very depressing. When I was in recovery for this insignia pacemaker, I felt my heart doing odd things. I looked at the monitor and my pulse jumped from 70 to 120's.both my daughter and my husband had seen the monitor also. This lasted for a few minutes. The nurse later came in and we mentioned it. She said she didn't see it so it was not documented. I am totally dependent on my pacemaker. I felt it should be replaced but guidant says it is just a warning.